Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1478 for a description of the other device. It was reported to boston scientific that during a colon clipping procedure, the resolution hemostatic clip device would open but not close. There were two occurrences of the resolution hemostatic clip device not closing. The procedure was successfully completed with a third clip. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Product unavailable for analysis.